Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 5 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd preset¿ arterial blood collection syringe had smeared/smudged scale marking on the device where volumetric's are not readable. The following information was provided by the initial reporter: translated to english. The customer stated "when opening the package, it was found that the abg's scale was not clear.